Event description:
The pt was implanted with two scs leads from the same lot number. It was reported, the pt has not used his scs system in several years. The pt stated, he was not receiving effective stimulation therapy from his scs system due to a possible lead migration. The pt is in process of having his csc system removed to have a contraindicated procedure (MRI) performed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.